Manufacturer narrative:
(B)(4)

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the iliac artery. A 7.0x40x75cm express¿ ld vascular stent was advanced to treat the lesion. However, upon advancing the device, it was noted that the stent got dislodged from the balloon. The delivery system was removed and a 7x57 express ld was then advanced and deployed to secure the dislodged stent to vessel wall. Intra-arterial pressure measurement was performed and confirmed that the result was hemodynamically perfect. The procedure was completed with a different device. No patient complications were reported and the patient was doing well post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: the express ld delivery system was returned for analysis. The stent was completely detached from the balloon material and was not returned for analysis. No issues were noted with the delivery system. A visual and microscopic examination was performed on the returned device. A visual and microscopic examination was performed on the returned delivery system. The balloon was tightly folded and did not appear to have been subjected to positive pressure. No issues were noted with the balloon, catheter, tip or markerbands that could have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that the 95% stenosed target lesion was located in the mildly tortuous and moderately calcified iliac artery.